Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. Customer stated that they took out the infusion set and found a bent cannula. Customer stated that they was able to treat with syringes and get back down blood glucose level to 150 mg/dl. Customer did not want to troubleshooting. The device will not be returned for analysis.